Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The ipg was inactivated and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.